Event description:
It was reported that the buttons on the patients system controller were hard to push. The controller was scheduled to be replaced at the next outpatient clinic. There were no alarms at the time of the event. The controller was to be returned.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B5: additional information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
Additional information confirmed the controller exchange was performed.

Manufacturer narrative:
D9: date returned to manufacture; updated manufacturer's investigation conclusion: the reported event of difficulty pressing the buttons of the system controller was unable to be confirmed. The system controller (serial number: (B)(6) was returned in unremarkable condition. The system controller was functionally tested and passed all testing. The system controller was able to operate a mock loop for an extended period of time. The reported event was not reproduced. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook - section 6 "equipment maintenance¿ describes how to care for and clean all equipment, including the heartmate 3 system controller. No further information was provided. The manufacturer is closing the file on this event.